Event description:
It was reported that the patient passed away on (B)(6) 2020. There were no device or therapy issues that contributed to the death. An autopsy was not done. The customer reported that no additional information could be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricle assist system (lvas), serial number vad-18783, and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for vad-18783 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Although no device related issues were reported, the heartmate ii instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.